Event description:
The customer reported the system displayed bad image quality. Also, after it was used for a while, the system makes a pop noise and shuts down. The x-ray tube popped during short auto exposure, c-arm display freezes and displayed squares and booth monitor went blank and did not display an image.

Manufacturer narrative:
(B) (4). The ge service rep re-greased the x-ray tube candle sticks. He ran the filaments calibration and performed a functional test. The system is working as intended.